Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain in lower left quadrant") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, uterine haemorrhage, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, she underwent a diagnostic hysteroscopy with hysteroscopic removal of essure from the left fallopian tube and a double puncture laparoscopic tubal ligation of the left fallopian tube with bipolar cautery. The surgery was much more severe than what would have been required of a tubal ligation incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("abdominal pain in lower left quadrant/ constant intense and persistent lower abdomen pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 41-year-old female patient who had essure (batch no. 910511, a96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (live birth: (B)(6) 1993, (B)(6) 1994, (B)(6) 2009 and (B)(6) 2011), myelitis transverse in 2007, fatigue, ovarian cyst, abdominal pain, pap smear abnormal, salpingectomy (for right adnexal mass, right paratubal cyst) in 2008, adnexal mass, atrial tachycardia, hepatic cyst in 2011, supraventricular tachycardia, cardiac ablation in 2001, cholecystectomy in 2008, colposcopy in 2008, colposcopy in 2009, colposcopy in 2010, cervical conization in 2010, loop electrosurgical excision procedure on (B)(6) 2010, tubal ligation in 2012, biopsy on (B)(6) 2010, colposcopy (for ascur pap + hpv) in 2007, biopsy (for ascur pap + hpv) in 2007, biopsy (for dysplasia of cervix) in 2008 and colposcopy (for dysplasia of cervix) in 2008. Patient did not had any complications during any of pregnancies. She denied tobacco use. Previously administered products included for contraception: yaz from 2008 to april 2011 and nuvaring in 2008; for an unreported indication: prenate elite in 2009. Concurrent conditions included tachycardia (treated by medication) since 1998, general anesthesia, myelitis transverse since (B)(6) 2010, malaise since (B)(6) 2010, fatigue since (B)(6) 2010, osteoarthritis since (B)(6) 2010, acquired spondylolisthesis since (B)(6) 2012, alcohol use and drug allergy (trouble breathing; chest pain). Family history included diabetes mellitus (father, maternal grandmother), alzheimer's disease (maternal grandmother), tia (maternal grandmother), breast cancer (maternal grandmother), hypertension (mother), thyroid cancer (mother), autism (son) and breast cancer (cousin). Concomitant products included anovlar (loestrin) for vaginal bleeding, menorrhagia, dysmenorrhea and contraception as well as modafinil (provigil) since 2008 and multivitamin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2012, the patient experienced dyspareunia ("painful sexual intercourse/ dyspareunia (painful sexual intercourse)"). In october 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (bleeding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (bleeding)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (diagnostic hysteroscopy with hysteroscopic removal of essure from the left fallopian tube) and surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain lower, uterine haemorrhage, abdominal distension and dyspareunia outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, she underwent a diagnostic hysteroscopy with hysteroscopic removal of essure from the left fallopian tube and a double puncture laparoscopic tubal ligation ofthe left fallopian tube with bipolar cautery.the surgery was much more severe than what would have been required of a tubal ligation. She did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure device or any portion of it, after essure removed. Patient had total vaginal hysterectomy with left salpingectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Nuclear magnetic resonance imaging - in 2011: liver cyst pregnancy test urine - on 20-nov-2012: negative . Current weight as of 01-feb-2018: 174 ibs. Approximate weight at the time of essure placement: 148 lbs. Patient had essure confirmation test on 07-nov-2012, hysterosalpingogram (hsg); on 23-jul-2012, transvaginal ultrasound (tvu) and other on approx 21-jul-2012, CT. Results received on nov2012, jul2012 and jul2012 was unilateral occlusion (left tube occluded); only had left essure due to right tube, healthcare provider stated everything looked good. Hsg have demonstrated apparent correct placement as well as occlusion of left tube. Tvus (transvaginal ultrasound) - cyst 20-nov-2014, impression: no adnexal or intracavitary abnormality noted. Hypervascularity surrounding uterus and posterior uterine wall slightly thicker. Appearance may be consistent with adenomyosis, although this was a pathologic diagnosis. Pelvic ultrasound in nov-2014, CT scan: genital: uterus was normal in size and contour. There was an intrauterine device within the fundus. The right adnexa was unremarkable. There was a thinly septated, fluid attenuating lesion within the left adnexa measuring approximately 1.7 x 5.5 cm (axial image 127). Urine hcg on 17-dec-2015, negative. Surgical pathology report- uterus, fibroids, not prolapse/tumor on 30-dec-2015, final pathologic diagnosis: a. Uterus and cervix with left fallopian tube and intrauterine device, hysterectomy, left salpingectomy andexplant: cervix: nabothian cysts, uterus: inactive endometrium with decidual-like stromal changes consistent with exogenous hormonal effect. Chronic endometritis. Left fallopian tube: vascular congestion, medical device (intrauterine device). Gross only. A - tile specimen was designated "uterus, cervix, left fallopian tube" and consists of a 126.'7 gram hysterectomy specimen which was 9.0 cm from cervix to fundus, 4.8cm from cornu to cornu and 5.1 cm from anterior to posterior. The uterine serosa was pink-tan and smooth. The rubbery pink ectocervix was 4.4 cm in diameter and surrounds a 1.3 cm slit like cervical os. The specimen was bisected to reveal a 2.6 cm in length tan corrugated endocervical canal which extends to a 5.2 x 3.1 cm triangular uterine cavity. Upon sectioning, the endometrial lining is 0.2 cm andoverlies a 2.7 cm myometrium. The myometrium was minimally trabeculae, consistent with possible adenomyosis. Lodged within the uterine cavity is t-shaped intrauterine device. The base was a 1.9 cm in length x 0.4 cm in diameter white plastic cylinder which has two "arms" extending from end, eaell1.4 x 0.2 x 0.1 cm. The opposing end has a white plastic loop, 0.5 cm, to which was affixed surgical suture material. The intrauterine device was submitted for gross examination only. Finally, free-lying within the container was a 2.9 cm in length x 0.6 cm in diameter pink-red fimbriated fallopian tube. Lot number: 910511 manufacture date: 2011-10 expiration date: 2014-10 . Lot number: a96186 manufacture date: 2013-02 expiration date: 2016-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("abdominal pain in lower left quadrant/ constant intense and persistent lower abdomen pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 910511, a96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (live birth: (B)(6) 1993, (B)(6) 1994, (B)(6) 2009 and (B)(6) 2011), myelitis transverse in 2007, fatigue, ovarian cyst, abdominal pain, pap smear abnormal, salpingectomy (for right adnexal mass, right paratubal cyst) in 2008, adnexal mass, atrial tachycardia, hepatic cyst in 2011, supraventricular tachycardia, cardiac ablation in 2001, cholecystectomy in 2008, colposcopy in 2008, colposcopy in 2009, colposcopy in 2010, cervical conization in 2010, loop electrosurgical excision procedure on (B)(6) 2010, tubal ligation in 2012, biopsy on (B)(6) 2010, colposcopy (for ascur pap + (B)(6)) in 2007, biopsy (for ascur pap + (B)(6)) in 2007, biopsy (for dysplasia of cervix) in 2008 and colposcopy (for dysplasia of cervix) in 2008. Patient did not had any complications during any of pregnancies. She denied tobacco use. Previously administered products included for contraception: yaz from 2008 to (B)(6) 2011 and nuvaring in 2008; for an unreported indication: prenate elite in 2009. Concurrent conditions included tachycardia (treated by medication) since 1998, general anesthesia, myelitis transverse since (B)(6) 2010, malaise since (B)(6) 2010, fatigue since (B)(6) 2010, osteoarthritis since (B)(6) 2010, acquired spondylolisthesis since (B)(6) 2012, alcohol use and drug allergy (trouble breathing; chest pain). Family history included diabetes mellitus (father, maternal grandmother), alzheimer's disease (maternal grandmother), tia (maternal grandmother), breast cancer (maternal grandmother), hypertension (mother), thyroid cancer (mother), autism (son) and breast cancer (cousin). Concomitant products included anovlar (loestrin) for vaginal bleeding, menorrhagia, dysmenorrhea and contraception as well as modafinil (provigil) since 2008 and multivitamin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("painful sexual intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (bleeding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (bleeding)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (diagnostic hysteroscopy with hysteroscopic removal of essure from the left fallopian tube) and surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain lower, uterine haemorrhage, abdominal distension and dyspareunia outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, she underwent a diagnostic hysteroscopy with hysteroscopic removal of essure from the left fallopian tube and a double puncture laparoscopic tubal ligation ofthe left fallopian tube with bipolar cautery.the surgery was much more severe than what would have been required of a tubal ligation. She did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure device or any portion of it, after essure removed. Patient had total vaginal hysterectomy with left salpingectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Nuclear magnetic resonance imaging - in 2011: liver cyst pregnancy test urine - on (B)(6) 2012: negative current weight as of (B)(6) 2018: (B)(6) ibs. Approximate weight at the time of essure placement: (B)(6) lbs. Patient had essure confirmation test on (B)(6) 2012, hysterosalpingogram (hsg); on (B)(6) 2012, transvaginal ultrasound (tvu) and other on approx (B)(6) 2012, CT. Results received on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012 was unilateral occlusion (left tube occluded); only had left essure due to right tube, healthcare provider stated everything looked good. Hsg have demonstrated apparent correct placement as well as occlusion of left tube. Tvus (transvaginal ultrasound) - cyst (B)(6) 2014, impression: no adnexal or intracavitary abnormality noted. Hypervascularity surrounding uterus and posterior uterine wall slightly thicker. Appearance may be consistent with adenomyosis, although this was a pathologic diagnosis. Pelvic ultrasound in (B)(6) 2014, CT scan: genital: uterus was normal in size and contour. There was an intrauterine device within the fundus. The right adnexa was unremarkable. There was a thinly septated, fluid attenuating lesion within the left adnexa measuring approximately 1.7 x 5.5 cm (axial image 127). Urine hcg on (B)(6) 2015, negative. Surgical pathology report- uterus, fibroids, not prolapse/tumor on (B)(6) 2015, final pathologic diagnosis: uterus and cervix with left fallopian tube and intrauterine device, hysterectomy, left salpingectomy andexplant: cervix: nabothian cysts, uterus: inactive endometrium with decidual-like stromal changes consistent with exogenous hormonal effect. Chronic endometritis. Left fallopian tube: vascular congestion, medical device (intrauterine device). Gross only. Tile specimen was designated "uterus, cervix, left fallopian tube" and consists of a 126.'7 gram hysterectomy specimen which was 9.0 cm from cervix to fundus, 4.8cm from cornu to cornu and 5.1 cm from anterior to posterior. The uterine serosa was pink-tan and smooth. The rubbery pink ectocervix was 4.4 cm in diameter and surrounds a 1.3 cm slit like cervical os. The specimen was bisected to reveal a 2.6 cm in length tan corrugated endocervical canal which extends to a 5.2 x 3.1 cm triangular uterine cavity. Upon sectioning, the endometrial lining is 0.2 cm andoverlies a 2.7 cm myometrium. The myometrium was minimally trabeculae, consistent with possible adenomyosis. Lodged within the uterine cavity is t-shaped intrauterine device. The base was a 1.9 cm in length x 0.4 cm in diameter white plastic cylinder which has two "arms" extending from end, eaell1.4 x 0.2 x 0.1 cm. The opposing end has a white plastic loop, 0.5 cm, to which was affixed surgical suture material. The intrauterine device was submitted for gross examination only. Finally, free-lying within the container was a 2.9 cm in length x 0.6 cm in diameter pink-red fimbriated fallopian tube. Most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet and medical record received. Reporter information updated, case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Essure lot number 910511, a96186 was added. Events dyspareunia (painful sexual intercourse), constant intense and persistent lower abdomen pain were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.